Manufacturer narrative:
The reported guide wire was received for analysis. A visual examination confirmed that the wire was fractured at the proximal solder bond. The spring tip coils were damaged and deformed but remained intact. Scanning electron microscopy was performed and revealed rotational and torsion marks on the fracture face, which indicate that torsional forces were applied to the wire. Rotational damage was also noted on the spring tip coils at the proximal solder bond. This is consistent with damage caused by the orbital atherectomy device (oad) spinning into the guide wire spring tip. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The root cause of the oad making contact with the spring tip is user error. The instructions for use for the reported system state: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A 90% stenosed, severely calcified and moderately tortuous lesion in the mid right coronary artery (rca), was treated with multiple passes using both the push and pull back methods. Following treatment, an attempt was made to exchange the coronary viperwire guide wire with a workhorse wire. When the viperwire was removed, the spring tip remained in the vessel as observed via cine. The spring tip fragment was retrieved with a snare and the condition of the patient was good. It was reported that the orbital atherectomy device did not contact the spring tip during the procedure.